Manufacturer narrative:
(B)(4). The actual device and companion sample were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the actual and companion sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the actual and companion sample and the device operated within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set would not allow flow during infusion. It was observed that the main line would be infusing solution but the secondary line would not. The device was used with a baxter pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.